Event description:
It was reported that the patient did not feel a stimulation sensation. It was noted that the patient felt 'a little stimulation in some positions'. It was further noted that an x-ray was performed. The manufacturing representative stated that impedance measurements revealed high impedances on electrodes 0 through 3. It was noted that although the impedance values on electrodes 4 through 7 were 'not over 40,000 ohms', stimulation still could not be felt when using these contacts. The manufacturing representative stated that 'they would do a revision and check the lead directly and then go to the pocket'. It was noted that they 'would change out the extension or adaptor to a direct connection if it was needed'. Multiple pairs of contacts in group c had impedance measurement values of over 4,000 ohms. It was noted that no stimulation was felt up to 10 volts. Additional information noted that the patient 'wanted to have a surgical revision, but an appointment was not made'. The patient outcome was provided as 'doing fine, although they were not receiving stimulation'.

Manufacturer narrative:
Product ID 7495-51, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type extension, product ID 7495-51, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type extension, product ID 3888-33, lot# j0217145v, serial#, implanted: 2002 (B)(6), explanted: product type lead, product ID 3888-33, lot# j0211582v, serial#, implanted: 2002 (B)(6), explanted: product type lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).